Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the lancet does not fire on the patient's onetouch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages her diabetes with insulin (type not specified) and nateglinide pills (120 mg). It was reported the patient continued to take her usual dose of medications. About 30 minutes after the start of the alleged issue, the reporter claims the patient felt symptoms of sweating and dizziness. The reporter denied the patient received medical treatment. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. A replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after not being able to test due to a broken lancing device.

Manufacturer narrative:
Follow-up (1/22/2013)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the lancing device involved with this complaint failed testing. The lancing device was found to have a broken lancet cup holder. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.